Event description:
The healthcare professional reported that during a eustachian tube procedure, when the physician was inflating the acclarent aera eustachian tube balloon (EU(B)(4) / lot# unknown) in the patient¿s left eustachian tube, the patient¿s heartrate dropped very low, at about 20 beats. The anesthesiologist alerted the physician. The aera balloon was deflated and removed from the patient. It was reported that the anesthesiologist then administered medication (information related to type of medication and dosage is not known at the time of the complaint initiation) to the patient. The patient¿s heartrate was restored to normal within about two (2) minutes. It was then reported that the physician then completed the balloon dilation in both left and right eustachian tubes; the procedure was successfully completed. On 26-sep-2022, responses to the additional information request was received from the entc. The information indicated that the procedure was performed in the operating room. It is not known if the patient has a history of bradycardia or any other cardiac issue. The anesthesia drug used and whether it was general or local is not known. The dosage and route of administration is not known. The patient was under anesthesia for approximately 10 minutes when the heartrate dropped. The information indicated that it was approximately 2 minutes after the restoration of the patient¿s heartrate when the physician completed the dilation of the patient¿s eustachian tube. The lot number of the aera balloon used is not known, however, there was no device performance issue nor malfunction associated with the aera balloon. The treating physician and the anesthesiologist thought the drop in the patient¿s heartrate was stimulated by the inflation of the balloon. The reported issue did not result in a clinically significant delay in the procedure. The patient condition returned to normal after the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during a eustachian tube procedure, when the physician was inflating the acclarent aera eustachian tube balloon (EU(B)(4) / lot# unknown) in the patient¿s left eustachian tube, the patient¿s heartrate dropped very low, at about 20 beats. The anesthesiologist alerted the physician. The aera balloon was deflated and removed from the patient. It was reported that the anesthesiologist then administered medication (information related to type of medication and dosage is not known at the time of the complaint initiation) to the patient. The patient¿s heartrate was restored to normal within about two (2) minutes. It was then reported that the physician then completed the balloon dilation in both left and right eustachian tubes; the procedure was successfully completed. On 26-sep-2022, responses to the additional information request was received from the entc. The information indicated that the procedure was performed in the operating room. It is not known if the patient has a history of bradycardia or any other cardiac issue. The anesthesia drug used and whether it was general or local is not known. The dosage and route of administration is not known. The patient was under anesthesia for approximately 10 minutes when the heartrate dropped. The information indicated that it was approximately 2 minutes after the restoration of the patient¿s heartrate when the physician completed the dilation of the patient¿s eustachian tube. The lot number of the aera balloon used is not known, however, there was no device performance issue nor malfunction associated with the aera balloon. The treating physician and the anesthesiologist thought the drop in the patient¿s heartrate was stimulated by the inflation of the balloon. The reported issue did not result in a clinically significant delay in the procedure. The patient condition returned to normal after the procedure. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Based on the provided information for this complaint, the root cause of the event cannot be conclusively determined especially with the anesthesia and medication used not known. The referenced article below associates local anesthesia administered during eustachian tube dilation procedures accounting bradycardia to the activation of the vagus nerve due to the stimulation of the auriculotemporal nerve which triggers vagal responses via the trigeminal cardiac reflex (tc), a clinical phenomenon that consists of sudden hemodynamic changes from stimulation of the any branch of the fifth cranial never along its course. There were no alleged issues or malfunctions associated with the acclarent devices. However, the physicians involved during the surgery assessed this event being due to the stimulation of the balloon inflation. Given that the event required treatment (unknown medication) to prevent further injury to the patient and its relationship with the device cannot be excluded at this time, this event is considered MDR reportable. Dean m. In-office balloon dilation of the eustachian tube under local anesthesia: a retrospective review. World j otorhinolaryngol head neck surg. 2019 oct 12;5(3):143-147. Doi: 10.1016/j.wjorl.2019.08.001. Pmid: 31750426; pmcid: pmc6849361. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.